Manufacturer narrative:
Concomitant medical products: product ID: 97792, lot# n452514, implanted: (B)(6) 2014, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4)

Event description:
It was reported that the patient had experienced a warming sensation at the ins pocket three to four times since implant. Stimulation was off during some of the occasions. There were no reports of redness or swelling. X-rays of the ins and extension area were taken, and all impedance measurements appeared to be normal. The stimulation therapy was working great. The medtronic representative will be following up with the patient, but no date was scheduled at the time of the call. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated at that time. Additional information received reported no device issues were noted. The last time the manufacturer representative spoke with the patient they were fine and the warmth was not causing any issues to the patient or therapy. They were instructed to call their manufacturer representative if any issues persisted but they had not.